Manufacturer narrative:
Pending investigation. These devices are used for treatments, not diagnosis. There is no other information available. Concomitants: (B)(6) 02-012-45-3545 - lgc tibial fit tray cem sz 3.5f / 4.5t. (B)(6) 200-02-41 - three peg patella 41mm. (B)(6) 02-010-01-0335 - logic femoral ps cem right sz 3.5.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on(B)(6) 2014, with no reported revision. No other patient information / medical history reported. No radiographic images of the device are provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
H6: corrected health effect - clinical code, health effect - impact code, medical device problem code, component code, type of investigation, investigation findings, and investigation conclusions. Manufacturer narrative updated: the reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and range of motion and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.